Event description:
In 2005 the target lesion was mildly calcified and 90% stenosed. It was located in the tortuous mid right coronary artery (rca). Using a 190cm bmw guidewire and a 6fr al1 amplatz medtronic launcher a cypher stent was placed in the proximal rca. Another cypher stent was attempted to be placed in the mid portion but would not cross the lesion. The physician then predilated with a 2.5 x 20 mm voyager balloon. The cypher stent would still not cross. The physician tried to cross this lesion with a taxus express2 3.0 x 16 mm drug eluting stent, but this too would not cross the lesion. While trying to pull the stent into the guide to remove, the stent came off the balloon and embolized to the left femoral artery. Access was obtained through the right femoral artery to retrieve the stent from the left femoral artery with a gooseneck snare. The pt was reported to be in satisfactory/good condition.